Event description:
Patient presented with high lead impendence. The patient was referred for surgery. No known surgical intervention has occurred to date. No other relevant information has been received to date.